Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(4) clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017 the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values: visit date: (B)(6) 2016: pre-bronchodilator: fev1: 2.04; fev1 (% predicted): 71; fvc: 3.38; fvc (% predicated): 92. Post-bronchodilator: fev1: 2.55; fev1 (% predicted): 89; fvc: 3.67; fvc (% predicated): 100.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(4) study. On (B)(6) 2017, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017, the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values - visit date: (B)(6) 2016. Pre-bronchodilator - fev1: 2.04; fev1 (% predicted): 71; fvc: 3.38; fvc (% predicated): 92. Post-bronchodilator - fev1: 2.55; fev1 (% predicted): 89; fvc: 3.67; fvc (% predicated): 100. Additional information received on may 12, 2017. On (B)(6) 2017, the event was reported to be resolved.

Manufacturer narrative:
Additional information received on 16aug2017. Additional information received on 11jul2017 has been corrected.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017 the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values visit date: (B)(6) 2016. (B)(6). Additional information received on may 12, 2017. On (B)(6) 2017 the event was reported to be resolved. Additional information received on may 30, 2017. On (B)(6) 2017 the patient experienced asthma exacerbation. On (B)(6) 2017 the patient was hospitalized for the asthma exacerbation and was treated with IV corticosteroids. On (B)(6) 2017 the event resolved and the patient was discharged from the hospital. Additional information received on july 11, 2017. Adverse event (asthma aggravated experienced on (B)(6) 2017): the patient was also placed on oxygen temporarily and was treated with nebulizers, as well as doxycycline prophylactically. Adverse event (atelectasis): on (B)(6) 2017, a chest x-ray was performed, showing total atelectasis of the left upper lobe. On (B)(6) 2017, a chest x-ray was performed again, showing complete atelectasis of the right upper lobe and partial atelectasis of the left upper lobe. Per second chest x-ray performed on (B)(6) 2017, the left side had normalized, but atelectasis remained in right upper lobe. The patient was instructed to practice coughing techniques at home, following discharge. Additional information received on august 16, 2017. On (B)(6) 2017 the patient experienced asthma exacerbation and was treated with prednisolone and kenacort. No hospitalizations or ER visits occurred due to this event. On (B)(6) 2017 the asthma exacerbation resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017 the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.04. Fev1 (% predicted): 71. Fvc: 3.38. Fvc (% predicated): 92. Post-bronchodilator: fev1: 2.55. Fev1 (% predicted): 89. Fvc: 3.67. Fvc (% predicated): 100. Additional information received on may 12, 2017: on (B)(6) 2017 the event was reported to be resolved. Additional information received on may 30, 2017: on (B)(6) 2017 the patient experienced asthma exacerbation. On (B)(6) 2017 the patient was hospitalized for the asthma exacerbation and was treated with IV corticosteroids. On (B)(6) 2017 the event resolved and the patient was discharged from the hospital. Additional information received on july 11, 2017: adverse event (asthma aggravated): the patient was also placed on oxygen temporarily and was treated with nebulizers, as well as doxycycline prophylactically. Adverse event (atelectasis): on (B)(6) 2017, a chest x-ray was performed, showing total atelectasis of the left upper lobe. On (B)(6) 2017, a chest x-ray was performed again, showing complete atelectasis of the right upper lobe and partial atelectasis of the left upper lobe. Per second chest x-ray performed on (B)(6) 2017, the left side had normalized, but atelectasis remained in right upper lobe. The patient was instructed to practice coughing techniques at home, following discharge.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) registry clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017 the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.04, fev1 (% predicted): 71, fvc: 3.38, fvc (% predicated): 92. Post-bronchodilator: fev1: 2.55, fev1 (% predicted): 89, fvc: 3.67, fvc (% predicated): 100. Additional information received on may 12, 2017: on april 13, 2017 the event was reported to be resolved. Additional information received on may 30, 2017: on (B)(6) 2017 the patient experienced asthma exacerbation. On (B)(6) 2017 the patient was hospitalized for the asthma exacerbation and was treated with IV corticosteroids. On (B)(6) 2017 the event resolved and the patient was discharged from the hospital.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced atelectasis and asthma exacerbation. The patient was hospitalized for the event and was treated with prednisone. On (B)(6) 2017 the patient was discharged from the hospital and the event is reported to be resolving. Baseline spirometry values: visit date: (B)(6) 2016. (B)(6). Additional information received on may 12, 2017. On (B)(6) 2017 the event was reported to be resolved. Additional information received on may 30, 2017. On (B)(6) 2017 the patient experienced asthma exacerbation. On (B)(6) 2017 the patient was hospitalized for the asthma exacerbation and was treated with IV corticosteroids. On (B)(6) 2017 the event resolved and the patient was discharged from the hospital. Additional information received on july 11, 2017. Adverse event (asthma aggravated experienced on (B)(6) 2017): the patient was also placed on oxygen temporarily and was treated with nebulizers, as well as doxycycline prophylactically. Adverse event (atelectasis): on (B)(6) 2017, a chest x-ray was performed, showing total atelectasis of the left upper lobe. On (B)(6) 2017, a chest x-ray was performed again, showing complete atelectasis of the right upper lobe and partial atelectasis of the left upper lobe. Per second chest x-ray performed on (B)(6) 2017, the left side had normalized, but atelectasis remained in right upper lobe. The patient was instructed to practice coughing techniques at home, following discharge. Additional information received on august 16, 2017. On (B)(6) 2017 the patient experienced asthma exacerbation and was treated with prednisolone and kenacort. No hospitalizations or ER visits occurred due to this event. On (B)(6) 2017 the asthma exacerbation resolved. Additional information received on september 28, 2017. On (B)(6) 2017 a chest x-ray was performed, showing no indication of atelectasis or consolidation. No pleural fluid or infiltrates. The patient received nebulizer treatment and was also treated with IV theophylline. Amoxicillin was started as well. Amoxicillin was switched to doxycycline due to an allergic reaction. The patient was switched to oral medication as symptoms improved.